Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty removing the line, as expressed in written material returned with the physical sample, cannot be confirmed due to unknown clinical conditions. The device returned was one 4 fr s/l powerpicc solo catheter. The original complaint of a split PICC was confirmed as the PICC had two holes in the tubing and leaked; this is addressed in complaint (B)(4). Visual observation found the catheter appeared to be essentially free from outside residues, although the extension leg was somewhat cloudy. Tactual evaluation found significant tensile weakness in the catheter. Documentation received with the catheter stated ¿line proved difficult to remove, exiting only 30cm before effort abandoned by nurse carer, and the patient was referred to local hospital for this removal to be completed. Line was inserted (B)(6) 2017. Mark at skin 11cm, PICC length 55 cm. (B)(6) 2017 PICC removed.¿ other documentation states that the catheter had been ¿soaked and manually cleaned using 3m epizyme enzymatic cleaner.¿ due to unknown clinical conditions which cannot be replicated, the difficulty of removal cannot be confirmed, but potential causes of such difficulty of removal include fibrin sheath formation. The catheter was soaked and manually cleaned with enzymatic cleaner, so remnants of fibrin or other residue may not be expected even if a fibrin sheath had formed and some had been retained on the catheter. Venospasm is another potential cause which is, again, not replicable within a lab setting. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The IFU warns that fibrin sheath formation is a possible complication. In addition, it states: ¿18. Catheter removal. Remove dressing and statlock* catheter stabilization device or tape securement strips. Grasp catheter near insertion site. Remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes. Resume removal procedure. Examine catheter tip to determine that the entire catheter has been removed.¿ a lot history review (lhr) of reat1377 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "line proved difficult to remove, exiting only 30 cm". Patient was referred to the local hospital to complete the removal of the catheter. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reat1377 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "line proved difficult to remove, exiting only 30 cm". Patient was referred to the local hospital to complete the removal of the catheter. No patient injury was reported.